Manufacturer narrative:
No sample is available for evaluation. The user facility was unable to provide further product and lot information. Medical records were reviewed. Blood cultures were found to be negative. Wound cultures revealed a rare gram positive cocci. The registry site investigator physician indicated that the probable cause of the event was related to the procedure.

Event description:
On march 23, 2016 cormatrix cardiovascular became aware of an event possibly involving a cormatrix cangaroo ecm envelope. Details are provided below. It was reported that a (B)(6) female with a history of diabetes and congestive heart failure, had an ICD device along with a cangaroo ecm envelope implanted on (B)(6) 2015. During the (B)(6) 2015 wound check visit a small amount of swelling was observed without infection. During the 4 - 6 week visit on (B)(6) 2016, no issues were observed. The patient returned for a 3 month follow up on (B)(6) 2016 and it was determined that the patient had pocket erosion, pacemaker protrusion, and a pocket infection. The pacemaker and leads were removed and the patient was treated with cefazolin and vancomycin. The patient had a replacement of the pacemaker and leads on the opposite side of the chest. The patient was discharged to long term care with intravenous antibiotics and wound vac. The registry site investigator physician indicated that the probable cause of the event was related to the procedure. No sample is available for evaluation. Lot number is unknown.